Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator was not able to be interrogated. Two different programmers were used without success. Review of the surface electrocardiogram showed no pacing spikes. Premature battery depletion was suspected. No additional information was reported.

Event description:
New infomation noted that the patient was stable.